Manufacturer narrative:
The account indicated that they reseated the siderail connections and circuit board connections and the bed is functioning properly.

Event description:
The account alleged that the head, knee and hi/low functions will run down by itself.